Event description:
The customer reported that the device was failing the defib test in opcheck and a charge equipment malfunction message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was failing the defib test in opcheck and a charge equipment malfunction message. There was no reported pt involvement. The device was evaluated at philips. The symptom was verified. Replacing the defib capacitor resolved the issue.